Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect: clinical code: 4559: unspecified tissue injury.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation, restricted septal leaflet and atrial fibrillation for a triclip procedure. During the procedure of triclip (tcds0307-xtw 50314r1049), it was deployed at anterior septal mid position. Single device leaflet attachment(slda) from septal leaflet was observed post deployment. Another triclip (tcds0307-xt; 50120r1040) was placed at antero-septal region to stabilize the slda. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay. No additional information was provided.